Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the implanted lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48954, related manufacturer reference number: 1627487-2020-48955, related manufacturer reference number: 1627487-2020-48957, related manufacturer reference number: 3006705815-2020-33287. It was reported one of the patients leads displayed high impedance on all contacts resulting in ineffective therapy. Surgical intervention may be pending to address the issue. All of the patients leads are being reported as it is unknown which leads are currently implanted.